Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected date: (date received by the manufacturer) the manufacturer was notified about the event on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery at the liver and gallbladder, the suture was incapable of firing and the surgeon was unable to squeeze the handle. They used a new instrument to complete the case. The patient was alive with no injury.